Event description:
It was reported that no capture and high pacing impedance were noted on the right ventricular (rv) lead. It was determined that the rv lead was fractured. The rv lead was capped, and a new rv lead was implanted on (B)(6) 2025. There were no adverse health consequences, the patient was stable.